Event description:
I got mentor smooth saline 420cc under the muscle when I was 31 years old. Soon after I started having allergies (which I had never had before) and my feet hurt the first few steps I take every morning like pins and needles. They have been doing that everyday for the last 17 years since I got the implants. When I was 40 I was diagnosed with a "rare" form of large diffuse b cell lymphoma which they termed as "bone marrow only" it was stage 4. I spent 5 months at (B)(6) university where I underwent a substantial amount of chemotherapy. The treatment has left me with avn (avascular necrosis) throughout my body. I have already had a hip replacement and a shoulder replacement. The avn is in my other shoulder and my spine so those surgeries will probably be in my future. I just read an article in a plastic surgeons journal about case reports of large diffuse b cell lymphoma originating in capsules of breast implants. I truly believe that these implants caused my cancer. Please please inform patients. Make it mandatory that doctors tell clients that there is a risk of cancer. If I would have known that I would have never gotten them. (B)(6) university has all of my records and I would gladly give you full access. Too many test for me to list. FDA safety report ID # (B)(4).